Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter;customer returned loosed test strips;unable to evaluate. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note recall strips. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 228, 216, 182, 173 and 225 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/24/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: reviewed meter memory (B)(6). The customer is testing three to five times a day (fasting). The customer has not made any recent changes in the medication, diet, or exercise regimen.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 228, 216, 182, 173 and 225 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/24/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer is testing three to five times a day (fasting). The customer has not made any recent changes in the medication, diet, or exercise regimen.